Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The patients wife also reported that a physician confirmed the lead had fractured. "My husband has incurred severe anxiety and depression". No further complications (patient and son) have been reported as a result of this event.

Event description:
It was reported the rv lead impedance alert triggered for impedance > 2000 ohms and there were 223764 single pvcs and 1281 pvc runs since (B)(6). The patient received 7 shocks for what clinicians deemed to be oversensing. There were multiple nst episodes < 220ms. The patient's wife stated "his device went off 4 times before the ambulance arrived and then another 2 times in the ambulance. We were told that it wasn't related to his heart, that his heart was fine." Patient's wife further reported the patient had been out in field/shocked while sweeping around an outlet - light headed intermittently since. Patient and wife concerned device was not functioning as it should be. Patient's wife stated "my husband's device shocked him 6 to 7 times, my son also got hurt because he was holding on to his dad. My sons fillings in his teeth got hot."